Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus connector was loose and the users were having difficulties using and replacing the stylus because of the issue. The programmer remains in use. There was no patient involvement.